Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the pump time and date was manually changed from (B)(6) 2014 4:01am to (B)(6) 2014 5:03pm. The dates in the total daily dose history were found to be incongruent. The pump was able to complete a time keeping accuracy test. The pump maintained time accurately during a five day duration test. The pump was left without power for 1 hour and when the pump was powered on, the time and date had reset to the factory default. The complaint of the pump not keeping time accurately was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was not keeping time correctly. It was noted that sometimes the pump time is off by a few hours. Reportedly, the pump time and date are correct after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.